Event description:
Event description guidant received information that this ventricular lead fractured secondary to clavicular crush. During the procedure to replace this lead, the pacemaker was also prophylactically explanted due to the recent advisory issued on this model device.